Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# 13704, trade name: gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form: powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat severe chondromalacia, synovitis, and osteophytosis secondary to degenerative joint disease. The patella was resurfaced and depuy cement x 1 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat loosening of the tibial component. The femoral component was well-fixed but revised with minimal bone loss. The tibial tray was loosened and debonded at the cement to implant interface. The patella had surface wear and was revised. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor knee construct. Doi: (B)(6) 2018, dor: (B)(6) 2019, left knee.